Manufacturer narrative:
Additional information added in the b5 field" describe event or problem. Lead perforation confirmed by echocardiogram. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than cuts noted in the outer insulation, likely due to explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities other than induced damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of perforation. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during routine follow up this right ventricular (rv) lead perforated the heart wall, confirmed by echocardiogram. The lead was explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that during routine follow up this right ventricular (rv) lead perforated the heart wall. The lead was explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.